Event description:
Event description guidant received information that during a follow-up visit at the patient's house, this pacemaker was unable to be interrogated. As the device indicated that one year of battery longevity remained at the previous follow-up seven months prior and the device was programmed to high output, it was suspected that the inability to interrogate the device was due to the battery being completely depleted. It was also suspected that the device was affected by a safety communication issued several years prior. No adverse patient symptoms were noted.